Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, a failure of the power management board was observed and the lcd screen was cracked and not viewable. The device's power management board and lcd screen were replaced to address the issue.